Manufacturer narrative:
Follow-up #1: date of submission 8/5/16. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: confirmed "up", "down", "ok" and contrast button unresponsive. Removed keypad, no damage to button contacts or keypad flex cable. Opened pump, moisture corrosion found on printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.